Manufacturer narrative:
E.3. Other occupation: pharmacy automation and analytics manager. D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an issue occurred involved multiple patients 2 am doses, where after the spring-forward time change, nurses were unable to pull the medications, and the doses had to be rescheduled for dispensing.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.